Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results occurring with multiple assays from the cobas 6000 c501 module. Glucose hk gen.3 results were provided for 1 patient that is a reportable malfunction. The initial result was 1.35 mmol/l, and the repeat result was 8.24 mmol/l. The initial result was repeated because the doctor and patient questioned it, as it did not match the clinical picture.

Manufacturer narrative:
A field service engineer (fse) replaced the turntable and adjusted the rinse volume. The investigation determined that the direct root cause was a component malfunction. The issue was locally solved in a commonly trained troubleshooting process.